Manufacturer narrative:
An outside the us customer observed elevated advia centaur high-sensitivity troponin I (tnih) results from two patient samples that were considered discordant on comparison with the repeat results from the same samples. Customer service engineer (cse) went on site and performed a total service call. Cse replaced valve v10 and v13 on the water circuit for the wash displacement water circuit to correct an issue with air being introduced while dispensing. Acid and base volumes checked and base was precisely corrected for high volumes dispensed. No further issues with test reproducibility observed post service. While exact root cause of the initial elevated results cannot be determined we cannot rule out instrument issues corrected by cse. No potential product issue with tnih exists. The customer is operational. No further support from siemens is required.

Event description:
Customer observed elevated advia centaur high-sensitivity troponin I (tnih) results from two patient samples that were considered discordant on comparison with the repeat results from the same samples. The initial results were not reported to the physician(s). There were no reports that treatment was altered or postponed or adverse health consequences due to the discordant elevated advia centaur tnih results.